Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient did not feel stimulation in the correct area. They noted that they increased the stimulation to 1.9 v on the sunday prior to the report, but, by evening, the stimulation was really bothering them. They decreased it to 1.8 v on the monday after and was not walking lopsided like they were before, but it was still uncomfortable. They added that, during that monday night, they woke up at about 3 a.m. For an hour and then went back to bed until 8 a.m. When they got up, they felt really groggy and went to the bathroom, where they could tell they were having a little urinary retention. While urinating, there was some soft fecal matter, which had not happened since before the implant. They returned to bed to find that they soiled the bed. They noted it had a terrible smell and was full of undigested food and mucus. They switched to program 3 at 1.1 v and felt stimulation in the correct area. It was also reported that they had a motor vehicle accident in (B)(6) 2016. The accident aggravated everything and they noted a little urinary retention, with no fecal issues, and increased stimulation. The day after surgery, they were evaluated by the doctor and an x-ray showed that all of the electrodes were intact. A manufacturer representative (rep) changed their program and, during the reprogramming, they got an overstimulation sensation and had toe twitching. They noted that they had traveled by air and car several times and, if they sat too long, they would need to increase the stimulation.

Event description:
The called again and reported that after the previously reported car accident the hcp ordered a CT scan and the patient noticed an increase in symptoms for a day. The patient also stated that her hcp is looking into if the neurological disorder is the cause of her decreased symptom relief. The patient indicated that while therapy has helped patient since implant it has not been 50% or greater symptom relief. Additionally it was noted that since having the implant the patient has not had a uti. The patient stated that the device has been reprogrammed 5 times and that all four electrodes have been used and currently a combination of 2 electrodes are currently being used. Patient status is unknown at the time of this report.

Event description:
Additional information was received from a con. It was reported that they felt stimulation going down their leg and twitching their toe and foot and it was pinching in their vaginal area on the sunday prior to the report. They also stated that they were jerking when they were walking. On (B)(6) 2016, it was reported that the patient's overstimulation and toe twitching was resolved by the end of a reprogramming session, but it recurred intermittently, especially in (B)(6) 2016. There was less toe twitching, but definite pulsing in their leg all the way into their right foot. The uncomfortable stimulation ceased and the urinary retention and fecal incontinence symptoms significantly reduced for a couple, to a few, days. Then, the retention returned, several days prior to the report, and slow voiding for urine and bowels started. They also had one instance of fecal incontinence with some undigested food matter in their feces about a week after their device was reprogrammed by a technician, starting on (B)(6) 2016. They turned it up twice, by 0.1 each time, over a two day period. The symptoms resolved, gradually, but the uncomfortable stimulation returned with the second increase. They could not tolerate the pinching in the vagina area so, after less than 12 hours, they lowered it 0.1 and it seemed ok. On (B)(6) 2016, it was reported that they were not getting symptom relief. They claimed that it was never satisfactory. The symptoms changed the day prior to the report and on the day of the report. They were still having urinary retention and their bowels were expelling pockets of gas. They also stated that it was not normal bowel, just little stool. They further stated that, on the morning of the report, they didn't have any leakage and were able to make it to the bathroom, however, they were having stomach pain the whole time they had a bowel movement. They also said that it smelled so bad, they were weak after, and they would have to lay down. They noted that their stool was soft, there were undigested food particles, there was a foul odor, and it was slow and took a long time. They stated that they did feel stimulation in the correct area and was on program 2 at 0.8 v. Before the report, they turned it up to 0.9 v, but that was too strong and pinched on the right side of the vagina. They stated that they turned it up several days ago because of the urinary retention, but couldn't stand the pain so they turned it back down to 0.8 v. They thought it was the sunday or monday prior to the report that they decreased it. They switched to program 4 at 2.4 v and noted that this was a gradual change. On (B)(6) 2016, they reported that the overstimulation and toe twitching had resolved. They stated that they gradually improved, especially over the five days prior to the report, as of (B)(6) 2016. Their primary care physician increased their medication for hypothyroidism, which they had since they were (B)(6), on (B)(6) 2016 because they symptoms and lab results showed sluggish thyroid performance. They also had four steroid injections in less than a months' time for cervical, shoulder, left si joint, and right si joint. They thought that both of those conditions may have affected the bladder and bowel nerve. On (B)(6) 2016, they noted that their agent asked them to follow-up with their healthcare professional (hcp), but they wanted to check in with the manufacturer one more time. They had gradually turned up the stimulation since they last reported, turning it up three or four times and two or three times on the day of the report. They tried all four of their programs and they didn't seem to help.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she would like to know how long she should try out new settings. The patient reported that she had been waiting a day or two before changing her settings again. The patient reported that she just changed her settings again yesterday and had increased stimulation to a point where it was uncomfortable but then the patient got used to it and everything was fine. The patient reported that she was worried at this point that she would end up with a urinary tract infection due to her urinary retention.

Event description:
Additional information was received from a con. It was reported that the MRI of the patient's brain went good. They were diagnosed with a certain type of migraine that causes episodes similar to strokes and transient vision loss. They noted that they couldn't drive now and was trying to work on this without medications. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.